Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and did continuity resistance test and sensor failed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that he inserted a new sensor and he is getting sensor discrepancies. He indicated that his sensor reading was 63 mg/dl but that blood glucose was 89 mg/dl. Troubleshooting found that the cannula was bent and advised customer how to use sensors and that additional sensors would be provided to him.